Event description:
A user facility reported that the heparin line broke and a dialyzer blood leak occurred less than fifteen minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was visually observed inside the dialyzer and hansen lines. The machine, a fresenius 2008t machine, did not alarm with a blood leak alarm. There was no defect or damage seen. There were no loose connection and nothing was noticed during priming. There were no changes or a disruption in pressure. The patient¿s estimated blood loss (ebl) was approximately 300 ml and had a replacement volume of 400 ml of normal saline (nss). There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to not be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.